Event description:
On (B)(6) the reporter contacted lifescan (lfs) alleging an issue with the lay user / patient¿s onetouch ultramini meter in that it displayed an ¿apply sample¿ message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6). The patient manages his diabetes using metformin and januvia (twice daily) and reportedly continued with his usual dose including sliding scale after the alleged issue began. The reporter stated that the patient experienced symptoms of ¿dizzy, lightheaded" and "easy to fall asleep¿ approximately 1 hour after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the device, the correct test strips and correct testing procedure were being used. The csr walked the patient through a control solution test but was unable to resolve the issue. Replacement products have been sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.